Event description:
Although there is no injury to anyone at this time, to be on the safe side, we are orting this alleged incident as MDR.during laparoscopic procedure, while attaching camera on, dr. Realized the objective lens of the scope was gone. Don't know if it came off inside the pt or during handling.